Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device(s) has not been returned, to the manufacturer for evaluation. A lot history review (lhr) of 18db1081 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that 6 different patients had an adverse reaction to the dressing. All of these patients have used this kit in the past, but this is the first occurrence of this reaction. This file is reporting the fifth of six events reported.